Event description:
It was reported while using bd integra retracting needle the needle pulled free from the hub during use. There was no report of patient impact. The following information was provided by the initial reporter: customer stated that the retractable needle had stayed in the patients arm no medical attention needed as they were able to remove without any issues.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd integra retracting needle the needle pulled free from the hub during use. There was no report of patient impact. The following information was provided by the initial reporter: customer stated that the retractable needle had stayed in the patients arm no medical attention needed as they were able to remove without any issues.